Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and high out of range pace impedance measurements. Boston scientific technical services (ts) discussed bringing the patient into the clinic and doing isometrics to try to recreate noise and also testing the system. The system remains in service. No adverse patient effects were reported.